Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. She stated her blood glucose was 93 mg/dl and her sensor glucose was 73 mg/dl. The customer also reported receiving alerts that she was low when she was not. The customer also stated she had found bent cannulas on her previous sensors. Customer also reported a weak signal alarm. The customer was advised to monitor the issue. No additional information provided.